Event description:
An alarm issue was reported with the adc application in use with a (samsung (B)(6)) with android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered "2 cases of glucose water" for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application a (samsung (B)(6)) phone with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. Per smartphone compatibility information, with use of application, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore, this issue is not confirmed. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. The exact date that the incident occurred is unknown. The date entered is based on the report of "last week in (B)(6)". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle librelink, a "signal loss" alarm issue was encountered with the adc device and as a result, the customer experienced a loss of consciousness. The customer was unable to self-treat and had contact with a healthcare professional who administered "2 cases of glucose water" for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.